Event description:
On (B)(6) 2015,reporter contacted animas and alleged that the pump emits frequent occlusion alarms and patient has a blood glucose (bg) of 446 mg/dl with thirst, excess urination, headache and nausea with a ketone level of 0.6. Patient was treated at home with alternate form of insulin. Patient has been through multiple infusion sets and multiple pumps without resolution to this issue. Customer support referred the patient to a hcp to discuss options. This complaint is being reported as the patient experienced hyperglycemia and the pump was not ruled out as a cause.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unidentified force high (force sensor calibration reading okay and high force verified in black box) occlusion alarms observed in the black box; the force at time of occlusions is high. On 2015 (B)(6) 02:38 an occlusion alarm with high force was recorded; 2.99u of a programmed 6.00u bolus was delivered due to the alarm. A 3.00u bolus was next fully delivered at 02:50. An prime sequence was performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24hrs with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.